Event description:
As pt was undergoing hemodialysis, a small amount of smoke was noted coming out of the lower back of the machine. The pt was immediately taken off the machine and placed on another machine. The machine was taken off the unit. MFR was called and arrived to evaluate the machine. Smoke was attributed to a clogged internal drain port which resulted in electrical wires becoming wet. No injury to pt and/or staff.